Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the alarm files revealed 9 critical battery alarms, starting on (B)(6) 2016. The critical battery alarms on (B)(6) 2016 at 06:31:04 and 07:42:22 were attributed to two batteries that had a low capacity. Based on the available information, the most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries and batteries that were allowed to deplete below 10% rsoc. Per the instructions for use (IFU): "the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the field service engineer (fse) saw multiple critical battery alarms and recommended the exchange. The device was exchanged and the critical battery alarm was resolved. There were no power switching or power disconnect events noted. There was no impact to the patient. The controller will not be returned as the patient is currently using it.